Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of distal end of needle bent. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary transbronchial aspiration needle was used a nodal stations 11l, 4l, and 7 within the lungs during an endobronchial ultrasound procedure performed on (B)(6) 2016. According to the complainant, the patient had a fibrotic airway. During the procedure, the physician attempted to puncture the needle into the patient's airway, however, the needle bent. The procedure was completed using this needle as well as a different needle. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.